Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation.

Event description:
It was reported that there was an over infusion of insulin. The infusion was started at 1057, 4ml/hr, on the syringe (8110) pump. The rate was then changed at 1200 to 3ml/hr.

Event description:
It was reported that there was an over infusion of insulin. The infusion was started at 1057, 4ml/hr, on the syringe (8110) pump. The rate was then changed at 1200 to 3ml/hr. Although requested, further information was not provided.

Manufacturer narrative:
The customer¿s report of an over infusion of insulin could not be confirmed or replicated during this investigation. A review of the pcu event log shows that at 10:59 am on (B)(6) 2021, syringe module s/n (B)(6) was programmed to infuse guardrails drug "insulin actrapid" (drugid=124) from a bd 50 syringe (volume= 18.8358 ml) for a rate of 4 ml/h and vtbi of 8 ml. The primary volume infused (pvi) was noted as 0 ml. At 12:08 pm, the rate was manually changed to 3 ml/h. At 1:02 pm, the device alarmed for near end of infusion. Two minutes later, the device alarmed for syringe clamp open and the channel off key was pressed. The total volume infused for this infusion was recorded as 7.1102 ml. The remaining fluid in the syringe was calculated as 11.7256 ml based on initial syringe volume. The inspection and testing process performed on the syringe module found no existing malfunctions related to the reported issue. The device was being used for treatment. The root cause of the customer¿s report of an over infusion of insulin could not be identified in this investigation. Sample inspection: the inspection process performed on syringe module s/n (B)(6) found it to be in good condition. Log analysis results: a review of the pcu event log, beginning when the pcu was powered on prior to the first activity of syringe module s/n (B)(6), shows the device was manually attached to the pcu and existing devices on (B)(6) 2021 at 10:57:40 am as channel a. Two minutes later, the device was programmed to infuse guardrails drug "insulin actrapid" (drugid=124) from a bd 50 syringe (volume= 18.8358 ml) for a rate of 4 ml/h and vtbi of 8 ml (infusion calculated to be for two hours). The primary volume infused (pvi) was noted as 0 ml. From 11:32 am - 11:36 am, the device alarmed for patient pressure 12 times however the infusion was restarted. At 12:08 pm, the rate was manually changed to 3 ml/h. At 1:02 pm, the device alarmed for near end of infusion. Two minutes later, the device alarmed for syringe clamp open and the channel off key was pressed. The pvi was noted as 7.1102 ml; calculated as 11.7256 ml remaining in the syringe. The pcu was powered off at 1:23:39 pm. No further infusions were noted from the pcu event log. Test results: functional testing was performed with both the received syringe module s/n (B)(6) and pcu s/n (B)(6) along with a lab bd 50 ml syringe. An infusion was programmed based on the noted infusion parameters on the reported event date. The infusion completed with no anomalies observed. Additional testing performed using asm v9.8.1 barrel clamp accuracy, plunger force accuracy, and plunger position accuracy confirmed the source syringe module¿s functional accuracy was within specifications. Test methods: n/a. Device history review: a review of the syringe module device history record showed the device had a manufacture date of 5/07/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for s/n (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.